Manufacturer narrative:
Although requested, the device has not been received. The investigation of this event is in progress.

Event description:
The health care facility reported that during the injection of an intraocular lens (iol), a large tear was noticed at the optic haptic junction of the trailing haptic. The incision was enlarged by .4 mm to remove the iol. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
The delivery device was received for evaluation. The lot number could not be verified. Visual inspection found no defects on the injector shuttles, plunger or tip. Based on all available information, the root cause could not be determined.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined.

Event description:
Additional information received indicating the patient was implanted with an iol of a different model.